Manufacturer narrative:
One opened/used reservoir was inspected and found the neck was broken. Reservoir was missing snap-cap/septum. Reservoir will leak.

Event description:
Customer reported the reservoir connection broke off inside the tubing connector. Nothing further reported.